Manufacturer narrative:
The unit did not have a button error alarm, scrolling numbers on the display, or moisture damage on the electronics or motor. However, the unit had an intermittent button response due to moisture damage on the keypad. The unit had a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer stated that the device was typically worn in the bra. The customer's blood glucose level was 134 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.